Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. Date rec¿d by MFR: study: u0652 double-j registry clinical study. (B)(4).

Event description:
Note: this report is one of two complaints that pertain to the same event (MFR report #3005099803-2022-0734. It was reported to boston scientific corporation that a percuflex plus ureteral stents were used in a stent placement procedure for benign obstruction in the right ureter performed on (B)(6) 2021, as part of the u0652 double-j registry clinical study. During the procedure, two percuflex plus ureteral stents were implanted retrograde under fluoroscopy. The stents were successfully implanted. The procedure was performed without any complications. Discharge medications included alpha blocker and narcotic analgesics (opioids). On (B)(6) 2021, a planned stent removal procedure was performed. Pain control was not required. Stents were not difficult to remove and were successfully removed at this attempt. It was reported that the patient had experienced mild stent colic and mild dysuria while the stent was still implanted in the patient for 24 days. The patient was prescribed with tylenol and codeine as treatment for dysuria. The adverse events were reported to have been resolved on (B)(6) 2021. In the physician's assessment, the relationship between the procedure, the device and the event is possibly related.